Manufacturer narrative:
Evaluation results: one medfusion 3500 pump was returned for investigation in used condition. The right plunger case was cracked. A review of the event history log evidenced the following messages: "acu watchdog" and "primary audible alarm post." The customer reported product problem was verified. The acu watchdog alarm was not replicated during power up however. The acu watchdog is a sympathy alarm, as such it was sympathizing the primary audible alarm post error. The reported product problem was observed for this reason. The speaker was replaced as a preventative measure. The cracked right plunger case, and battery door were also replaced. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump displayed a watchdog failure/speaker failure. There was no patient involvement.